Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing.

Event description:
The following was reported to hamilton medical ag: summary: software update failed.

Manufacturer narrative:
Investigaiton ongoing. Follow-up 1 - additional information: the entry fields have been updated. It was reported that software update failed during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The logfiles (ip error log) confirmed that the software update failed because the *.tar file could not be extracted. The root cause of the event was determined to be a defective interaction panel board. After replacing the I interaction panel board, the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: summary: software update failed.